Manufacturer narrative:
The manufacturer received information alleging the active exhalation verification test step had failed on a trilogy ev300 device. The device was not in patient use. There was no harm or injury reported. The customer placed a service call to the local philips helpdesk for this issue. The customer placed a service call to the local philips helpdesk for this issue. A philips service engineer (se) was sent to the customer site for this issue. The philips se evaluated and determined the three-way (3-way) solenoid valve, and proportional (active exhalation control module) valve had caused the active exhalation verification test step to fail on the device. The philips se replaced the 3-way solenoid valve, and proportional valve to address this issue. After replacing the parts on the device, the philips se performed testing on the device. All tests passed on the device, and it was returned to clinical use.

Event description:
The manufacturer received information alleging the active exhalation verification test step had failed on a trilogy ev300 device. The device was not in patient use. There was no harm or injury reported. The customer placed a service call to the local philips helpdesk for this issue. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.